Manufacturer narrative:
(B)(4).

Event description:
It was reported that an intrathecal baclofen pt had experienced a gradual loss of effect over "(B)(6)." The pt's pump was implanted in 2005. A CT scan revealed a possible subdural spread of drug. The pt was taken to the operating room on (B)(6) 2011 for replacement of the pump and catheter. The catheter was shown to have cerebrospinal fluid (csf) flow, but "not good flow" during the case. The catheter was also found to have several splices in the "back". It was discovered the existing 2 pieces of model 8709 catheter were spliced together with a connector meant for an (B)(4) splice; the diameter of one end was too large for the 8709. There was no apparent kink found, and it was further noted that residual volumes had been accurate "for years" with the pump. The new catheter was placed, and excellent csf flow was determined. The pt's dose was reduced from over 700 mcg/day to 300 mcg/day. The pt was discharged home with excellent spasticity relief.